Manufacturer narrative:
Correction: d1, d4: model #, d3: device manufacturer name, d4: unique identifier (UDI) # additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "ec345" was reproduced. A review of the event history log revealed multiple "system error 345" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upstream thermistor failure. The ultrasonic sensor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed ec345 (thermistor disparity) during testing in the biomedical service department. There was no patient involvement. No additional information is available.